Event description:
It was reported that during the procedure in the mildly calcified mid right coronary artery, a balance middleweight guide wire was advanced followed by a 2.0x11 mercury dilatation catheter. Pre-dilatation was performed. The 2.75x13 multi-link zeta stent delivery system was removed from the packaging and the physician noted that the stent delivery system was separated a few inches from the distal tip. The stent system was not used and was not placed on the guide wire. A 3x13 multi-link zeta stent delivery system was used successfully to treat the target lesion. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the zeta stent delivery system (sds) noted blood visible on the balloon, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The outer member was separated at the proximal seal and the inner member was separated 7 mm distal to the guide wire exit notch. The fracture faces were stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The soft tip was stretched distal to the clear gap for a length of 2 mm. There were two kinks in the soft tip, one at the distal end of the clear gap and the other kink 1.5 mm distal to the clear gap. There were multiple bends in the hypotube distal to the strain relief tubing. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. It is possible the stylet was inadvertently handled during removal, resulting in the noted tip kinking and stretching. Further handling of force was applied would have then contributed to the shaft separations. However, this could not be confirmed and a conclusive cause could not be determined. The noted bends in the hypotube likely occurred during packing for return analysis. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.